Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30) with multiple cartridges during basal delivery and the load process. The customer's blood glucose was 130-200's mg/dl. Reportedly, the customer reverted to an alternate pump for alternate insulin therapy.